Event description:
Adverse event: unstable angina, in-stent restenosis. Onset of adverse event: approximately 17 months after the procedure. Device issue: none. It was reported, via trial, that approximately 17 months post a first diagonal artery stenting procedure with a xience v rx stent, the pt experienced unstable angina and was hospitalized on (B) (6) 2009. Diagnostic angiogram on (B) (6) 2009, revealed 50-70% in-stent restenosis and was treated with a cutting balloon procedure. There was no adverse pt sequela reported. The event resolved on (B) (6) 09. Although requested, there was no additional info provided.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 436 mg/dl, 195 mg/dl, and 193 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.